Event description:
It was reported that a wearable failure occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced loss of consciousness. Her grandson called 911 and paramedic came and waited until she regained consciousness. The paramedics took a bg reading which was 40 mg/dl and the patient was treated with IV glucose. They waited until the bg increased to 120 mg/dl. Paramedics stayed at patient's house for 2 hours. At the tine of the report the patient was fine. Performance data was reviewed. Data was provided for investigation. The allegation was not confirmed via data. However, no readings/ sensor error/ brief sensor issue under an hour was found in connection to the reported allegation. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
Cmpl (B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.